Event description:
I suffered for years with tmj problems which got progressively worse. In (B)(6) 2008. Oral surgeon suggested the left jaw joint replaced with a prostheses, tmj concepts device. This was my first jaw joint surgery. Surgery was performed in (B)(6) 2009 by dr. (B)(6). I woke up after the 12 1/2 hour surgery and the left-side of my face was paralyzed. I was unable to move the left side of my mouth, tongue, or even move my jaw to speak. I also discovered dr. (B)(6) put in a mitek anchor in my right jaw even though I had no problems on the right side. Three days after surgery I was back in the hospital with a high fever and infection. I experienced uncontrollable jerking, my weight dropped to (B)(6) and became very weak. I was unable to shake the infection. A culture showed I had pseudomonas bacteria. My bone marrow started to wear down and my white blood cell count was off. Three months later I diagnosed with pre-leukemia and myasthenia gravis. I had to sell my house as I was no longer able to care for myself and had to move in with my parents. I also had to quit my job of 19 years and go on disability. Recently, I was tested for metal sensitivity and test results showed I was hypersensitive to the metals in the jaw implant. I was never tested in advance of the implant surgery. I'm currently dealing with the following medical issues: right jaw joint is deformed and degenerating due to the mitek anchor. There is a loud clicking now. Jaw/face muscles freeze up. Pallet is caving in. Face is lopsided, jaws are worse now than before surgery. Ears and eyes are uneven on face. Multiple nerves damaged from surgeries. Nose is crooked and wiggles from rhinoplasty procedure. Unable to get relief from the nerve pain. Teeth don't touch. Diagnosed with fibromyalgia, sleep apnea, excessive daytime drowsiness. Hearing loss, 60% in left ear and 30% in right. Had normal hearing before surgery. Hearing continues to get worse. Eye jerking makes it difficult to read or watch tv. Eyes get droopy mid day. Concentration issues. Swelling difficulties. Horrible balance/vertigo. Memory issues. Headaches different from before surgery now in base of skull - stabbing.